Event description:
The customer stated that one patient sample generated a false positive result of 2.72 ng/ml for the architect stat troponin-I assay. The result was reported out and a cardiac catheterization was performed on the patient with negative results. The patient was tested after the procedure and negative results were obtained. No further impact or consequences to patient health were reported.

Manufacturer narrative:
(B)(4). Product evaluation was performed in order to investigate this issue. Review of ticket trending and lot search data for likely cause lot 98595un14 did not identify an increase in complaint activity for the issue under investigation. Returns were not available for the investigation. Accuracy testing was completed using retained kits of reagent lot 98595un14. Acceptance criteria were met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. No malfunction was identified since the issue involves a discreet sample and retest of the sample produced a negative result that matched the result of the subsequent samples. The account was referred to the assay package insert, which provides conditions that may cause erroneous results.